Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed discharge profile faults. The cause for the failure was isolated to a defective q2 transistor on the computer/analog pca, causing the converter to stay stuck on while discharging. Additionally, the monitor had electrolyte contamination from a blown c19 on the defibrillation board. The cause for the blown c19 was excessive voltage. The root cause for the defective q2 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.